Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after a blood transfusion, 50ml of blood was left in the bag although the pump showed the correct vtbi. There is no report of any patient harm.